Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that implantable cardiac monitor (icm) had inappropriately reset. The patient was asymptomatic. The icm was successfully restored, however, it could not be interrogated. This was resolved by interrogating the icm with a different programmer. The patient was stable throughout.